Event description:
Boston scientific received information that the morning following the implant procedure, the patient went into cardiac arrest and was rushed into a lead revision procedure. The field representative noted that the physician stated fluid was removed from the heart. It was noted that the patient experienced tamponade due to an atrial perforation. The right atrial (ra) lead was explanted and an epicardial ra lead was successfully implanted. No additional adverse patient effects were reported. The field representative remarked that the explanted lead was sent to the hospital's pathology department, as per procedure and that he would attempt to retrieve the product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.